Event description:
The customer reported that she experienced blood glucose levels greater than 300 mg/dl three weeks ago. The customer stated that she gave herself a manual injection, and ended up in the hospital with a blood glucose level under 15 mg/dl. The customer thought there may have been a kink in the tubing that may have given her extra insulin. Troubleshooting was performed, and the insulin pump was programmed, but the customer didn't know if the basal rates were correct. The insulin pump passed the prime and high pressure tests. Advised the customer to check the insulin pump settings with hcp. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.